Event description:
According to the literature source of study performed between february 2017 and february 2020. A retrospective study analyzed outcomes of patients who underwent sleeve gastrectomy due to morbid obesity. There were 159 patients in the study and were divided into two groups as helicobacter pylori + (n = 86) and helicobacter pylori - (n = 73). Endo gia ultra universal stapler was used for transection. In the hp-positive group, atelectasis was observed in 3 patients, seroma in 2 patients, and intraluminal bleeding in 1 patient. All patients recovered with medical treatment. In the hp-negative group, atelectasis was observed in 2 patients and seroma was observed in 2 patients. These patients also recovered with medical treatment.

Manufacturer narrative:
Title: helicobacter pylori increases gastric compliance on resected stomach after laparoscopic sleeve gastrectomy source: obesity surgery (2021) 31:4776¿4780 https://doi.org/10.1007/s11695-021-05616-2. If information is provided in the future, a supplemental report will be issued.